Manufacturer narrative:
Failure analysis of x8-2t transducer serial number (B)(6) could not be performed. The customer states that they no longer have the probe in their possession. They claim to have shipped it back but do not have the tracking information. Manufacturing never received the probe for failure analysis. Per the fse, the system does not recognize the transducer and the end user noticed that there was water in the tee connector. The presence of water in the connector confirms that the connector was exposed to fluid contamination that could result in pin contamination/shorting. H3 other text : customer states that they no longer have the probe in their possession. They claim to have shipped it back but do not have the tracking information. Manufacturing never received probe for failure analysis.

Event description:
An epiq 7c ultrasound system was not recognizing x8-2t tee transducer sn b34yx0. Servicemax case states that the patient was on table for open heart surgery. The end user noticed there was water in the tee connector. They stated that another epiq ultrasound system (serial number unknown) was brought in and using the same tee transducer, they tried to connect it to this alternative system. The tee was not recognized on this system either. They tried another tee transducer (serial number unknown) which was also not recognized. There was no patient or user harm associated with this event. Corrective actions: the acquisition module was replaced (parts consumed: 1.00000,453561921802,epiq b-cart acquisition module). The transducer was replaced (parts consumed : 1.00000,453561842276,transducer, x8-2t).

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Evaluation of the x8-2t serial number: (B)(4) will be included in a follow-up report upon investigation completion.

Event description:
An epiq 7c ultrasound system was not recognizing x8-2t tee transducer sn: (B)(4). Servicemax case states that the patient was on table for openheart surgery. The end user noticed there was water in the tee connector. They stated that another epiq ultrasound system (serial number: unknown) was brought in and using the same tee transducer, they tried to connect it to this alternative system. The tee is not recognized on this system either. They tried another tee transducer (serial number: unknown) which was also not recognized. There was no patient or user harm associated with this event. Corrective actions: the acquisition module was replaced (parts consumed: 1.00000,453561921802,epiq b-cart acquisition module). The transducer was replaced (parts consumed : 1.00000,453561842276,transducer, x8-2t).